Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complication suffered by plaintiff was not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow up information was received on 05-jul-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Quality-safety evaluation: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ perforation (fallopian tube(s))/partially protruding from the right cornua/protruding into my abdomen.'), device dislocation ('migration/ migration of essure device location of device: fallopian tube, abdominal cavity,') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 36-year-old female patient who had essure (batch no. 20238985) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted, specify: no". Medical conditions: (B)(6) 2016, findings: a grossly normal appearing uterus with bilateral simple ovarian cyst and essure tubal occlusion devices protruding at the right cornual region. Surgical pathology report: final diagnosis: uterus with bilateral fallopian tubes and right ovary: eroded, hemorrhagic endo cervical polyp. Nabothian cysts. Mild stromal edema with ectocervical vascular proliferation and dilatation. Endometrium: proliferative phase with focal scar formation. Myometrium: mild adenomyosis adnexa: right ovarian follicular cysts. Fallopian tubes with small bilateral para tubal cysts. Concurrent conditions included diffuse scleroderma, asthma, right lower quadrant pain, ovarian cyst, scleroderma, arthralgia, uterine fibroids, abdominal pain, weight loss, anxiety, weight gain and uterine fibroids. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 2007 to 2010 for birth control as well as fluoxetine hydrochloride (prozac) since (B)(6) 2014. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced anxiety ("anxiety") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), fatigue ("fatigue"), pelvic pain ("pain"), complication associated with device ("device complications"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), cervical polyp ("eroded, hemorrhagic endo cervical polyp/ ectocervical vascular proliferation and dilatations"), cervical cyst ("nabothian cysts"), cervix oedema ("mild stromal edema"), scar ("focal scar formation"), adenomyosis ("mild adenomyosis"), adnexa uteri cyst ("small bilateral para tubal cysts"), ovarian cyst ("right ovarian cyst") and abdominal pain lower ("right side of lower abdomen pain") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (ablation in (B)(6) 2012, surgery to remove the essure, hysterectomy (full), salpingectomy bilateral and surgery to remove the essure, unilateral oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, fatigue, complication associated with device, vaginal haemorrhage, cervical polyp, cervical cyst, cervix oedema, scar, adenomyosis, adnexa uteri cyst, ovarian cyst, uterine leiomyoma, abdominal pain lower, anxiety, dyspareunia and alopecia outcome was unknown and the genital haemorrhage, pelvic pain, nausea, dysmenorrhoea, female sexual dysfunction and migraine had resolved. The reporter considered abdominal pain lower, adenomyosis, adnexa uteri cyst, alopecia, anxiety, cervical cyst, cervical polyp, cervix oedema, complication associated with device, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, scar, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: the complication suffered by plaintiff was not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Right cornea had 5 visible coils and left cornea had 5 visible coils. A successfully placement occurred bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: gross description: the specimen is received in formalin labeled "uterus cervix bilateral tubes and right ovary" and consists of a 113 gram, 8.6 cm fundus to cervix, 6.1 cm cornu to cornu and 4.1 cm anterior to posterior hysterectomy specimen with attached bilateral fallopian tubes and right ovary. Opening reveals, a 1.0 cm diameter tan-pink, corrugated endocervical canal multiple unilocular nabothian cysts filled with tan mucin. The squamocolumnar junction is distinct. The endometrial cavity is 3.7 cm in length, 3.5 cm cornu to cornu and distorted by tan-pink to red fibrous tissue possibly consistent with scar tissue. Two silver, spiral shaped surgical devices are identified within the fallopian tube canals in the fundus. The right adnexa consist of a 5.4 gram, 3.0 x 2.1 x 1.2 cm ovary with a 6.0 cm in length by 0.6 cm diameter attached fallopian tube with a fimbriated end. Sectioning the ovary reveals multiple smooth-walled cysts filled with serosanguineous fluid measuring up to 1.0 cm in greatest dimension. The remaining ovarian stroma is tan red with normal physiologic change. The fallopian tube is distorted by multiple paratubal cysts filled with tan serous fluid measuring up to 0.2 cm in greatest dimension. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, cervical polyp, cervical cyst, oedema, scar, adenomyosis, adnexa uteri cyst, ovarian cyst, uterine leiomyoma, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received: new events were added: apareunia (inability to have sexual intercourse), anxiety, migraines / headaches, dyspareunia (painful sexual intercourse), hair loss. Event onset date and event outcome were added. Reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and complication associated with device ("device complications"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, genital haemorrhage, fatigue and complication associated with device outcome was unknown. The reporter considered complication associated with device, device dislocation, fatigue, genital haemorrhage and perforation to be related to essure. The reporter commented: the complication suffered by plaintiff was not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-nov-2017: follow up from summons received-event medical device removal was deleted and event migration, perforation, abnormal bleeding, fatigue pain was added with essure start and stop date. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ perforation (fallopian tube(s))"), device dislocation ("migration/ migration of essure device location of device: fallopian tube"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diffuse scleroderma and asthma. Concomitant products included nuvaring from 2007 to 2010 for birth control as well as fluoxetine hydrochloride (prozac) since january 2014. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), complication associated with device ("device complications"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), cervical polyp ("eroded, hemorrhagic endo cervical polyp/ ectocervical vascular proliferation and dilatations"), cervical cyst ("nabothian cysts"), cervix oedema ("mild stromal edema"), scar ("focal scar formation"), adenomyosis ("mild adenomyosis"), adnexa uteri cyst ("small bilateral para tubal cysts"), ovarian cyst ("right ovarian cyst") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (surgery to remove the essure, hysterectomy (full), salpingectomy bilateral), surgery (surgery to remove the essure) and surgery (ablation in may-2012). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, genital haemorrhage, fatigue, complication associated with device, vaginal haemorrhage, nausea, dysmenorrhoea, cervical polyp, cervical cyst, cervix oedema, scar, adenomyosis, adnexa uteri cyst, ovarian cyst and uterine leiomyoma outcome was unknown. The reporter considered adenomyosis, adnexa uteri cyst, cervical cyst, cervical polyp, cervix oedema, complication associated with device, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, nausea, ovarian cyst, scar, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: the complication suffered by plaintiff was not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, cervical polyp, cervical cyst, oedema, scar, adenomyosis, adnexa uteri cyst, ovarian cyst, uterine leiomyoma, abdominal pain lower. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure start date updated from 26-jun-2010 to 23-jun-2010. Events migration of essure device location of device: fallopian tube, perforation (fallopian tube(s)) were clubbed with previously reported events. Events vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, cervical polyp, cervical cyst, oedema, scar, adenomyosis, adnexa uteri cyst, ovarian cyst, uterine leiomyoma, abdominal pain lower were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ perforation (fallopian tube(s))/partially protruding from the right cornua/protruding into my abdomen."), device dislocation ("migration/ migration of essure device location of device: fallopian tube"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 20238985) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted, specify: no". The patient's concurrent conditions included diffuse scleroderma and asthma. Concomitant products included nuvaring from 2007 to 2010 for birth control as well as fluoxetine hydrochloride (prozac) since (B)(6) 2014. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), complication associated with device ("device complications"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), cervical polyp ("eroded, hemorrhagic endo cervical polyp/ ectocervical vascular proliferation and dilatations"), cervical cyst ("nabothian cysts"), cervix oedema ("mild stromal edema"), scar ("focal scar formation"), adenomyosis ("mild adenomyosis"), adnexa uteri cyst ("small bilateral para tubal cysts"), ovarian cyst ("right ovarian cyst") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (surgery to remove the essure, hysterectomy (full), salpingectomy bilateral) and surgery (ablation in (B)(6) 2012). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, genital haemorrhage, fatigue, complication associated with device, vaginal haemorrhage, nausea, dysmenorrhoea, cervical polyp, cervical cyst, cervix oedema, scar, adenomyosis, adnexa uteri cyst, ovarian cyst and uterine leiomyoma outcome was unknown. The reporter considered adenomyosis, adnexa uteri cyst, cervical cyst, cervical polyp, cervix oedema, complication associated with device, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, nausea, ovarian cyst, scar, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: the complication suffered by plaintiff was not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, cervical polyp, cervical cyst, oedema, scar, adenomyosis, adnexa uteri cyst, ovarian cyst, uterine leiomyoma, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ perforation (fallopian tube(s))/partially protruding from the right cornua/protruding into my abdomen."), device dislocation ("migration/ migration of essure device location of device: fallopian tube"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 20238985) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure confirmation test conducted, specify: no". The patient's concurrent conditions included diffuse scleroderma and asthma. Concomitant products included nuvaring from 2007 to 2010 for birth control as well as fluoxetine hydrochloride (prozac) since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), complication associated with device ("device complications"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), cervical polyp ("eroded, hemorrhagic endo cervical polyp/ ectocervical vascular proliferation and dilatations"), cervical cyst ("nabothian cysts"), cervix oedema ("mild stromal edema"), scar ("focal scar formation"), adenomyosis ("mild adenomyosis"), adnexa uteri cyst ("small bilateral para tubal cysts"), ovarian cyst ("right ovarian cyst") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (surgery to remove the essure, hysterectomy (full), salpingectomy bilateral), surgery (surgery to remove the essure) and surgery (ablation in (B)(6) 2012). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, genital haemorrhage, fatigue, complication associated with device, vaginal haemorrhage, nausea, dysmenorrhoea, cervical polyp, cervical cyst, cervix oedema, scar, adenomyosis, adnexa uteri cyst, ovarian cyst and uterine leiomyoma outcome was unknown. The reporter considered adenomyosis, adnexa uteri cyst, cervical cyst, cervical polyp, cervix oedema, complication associated with device, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, nausea, ovarian cyst, scar, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: the complication suffered by plaintiff was not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, cervical polyp, cervical cyst, oedema, scar, adenomyosis, adnexa uteri cyst, ovarian cyst, uterine leiomyoma, abdominal pain lower. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received: lot number added. Event device monitoring error added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.